Event description:
As reported, the technician began to open the pouch of the 15cm ire single electrode probe for a nanoknife ablation procedure. During prep the tech noted that the corner of the sterile pouch was not fully sealed. The device was set aside and a new device was used for the procedure. There was no pt harm or injury as the product never came into contact with the pt. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).